Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the objective lens unit dusty, the bending rubber leak, the bending rubber cut, the distal body worn out, the operation channel resistance, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.